Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and the reported failure was confirmed. The instrument was found to have the main tube broken. A piece measuring proximately 0.263¿ x 0.337¿ was not returned with the instrument. The proximal clevis had shifted to the side of the main tube causing the grips to not open. The complaint regarding the tip-up fenestrated grasper became locked was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the jaws of the tip-up fenestrated grasper became locked. There were no reports of the jaws being locked on tissue. The procedure was completed with no reports of patient injury.